Manufacturer narrative:
(B)(4). The pump was received with a scratched case, a stained keypad overlay and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to verify pump error 23, 49, 4 and 68 alarm and perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error or open book image alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had post-reset ram crc alarm. Customer stated that reservoir guts stuck while load and had to turn it on, it started doing this crazy beep and that could not turn off. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The device was returned for analysis.